Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited premature depletion of battery. The pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. As received, the device was in backup mode which was triggered after explant due to exposure to cold temperature. Interrogation of the device revealed the device was at an end of life (eol) level when received. A longevity assessment was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.